Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, the autopulse platform (sn: (B)(4)) displayed a "system error. Out of service. Revert to manual CPR" message. It was not specified if the issue occurred during patient use or during a shift check. There is no known patient consequences reported.

Manufacturer narrative:
The customer complaint of a "system error. Out of service. Revert to manual CPR" message was not confirmed during evaluation of the returned autopulse platform (sn: (B)(4)). During functional testing, the platform failed the power on self-test due to a defective processor board. Subsequently, the archive data could not be downloaded for review due to the power on self-test failure. The autopulse platform is a reusable device and was manufactured in 29 march 2012. Therefore, this type of issue observed during inspection is characteristic of normal wear and tear for the life of the device. Unrelated to the reported complaint, during visual inspection of the platform physical damage was observed and the encoder drive shaft does not rotate smoothly. The autopulse platform is a reusable device and was manufactured in 29 march 2012. Therefore, these types of issues observed during inspection are characteristic of normal wear and tear for the life of the device. Upon customer approval, the components will be replaced and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was one complaint (ccr 19762 reported on (B)(6) 2015) reported for autopulse with serial number (B)(4). However, the platform was not returned for investigation.